Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device could not be fired. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented that the device had been fired in a row.

Manufacturer narrative:
(B)(4). Malformed clip the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. In addition, three malformed clips inside a petri dish were received; however, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.